Event description:
It was reported that prior to an obturator sling procedure, upon opening the device packaging, the white plastic insertion sheath was found to be broken. There was no patient involvement and no adverse patient consequences occurred.

Manufacturer narrative:
Conclusion code: the product upon which this medwatch is based, is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental form.